Manufacturer narrative:
Investigation summary: the complaint on "contamination" was reported in phoenix ap instrument. Bd remote assistance determined that customer has installed the tubing incorrectly and advised to perform decontamination. Upon proper tubing installation and decontamination, instrument fully operational. Issue resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument ap0752 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for ap0752 was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the user noted instrument contamination. No health impact or consequence reported.